Manufacturer narrative:
Additional information was received. This s-ICD was successfully explanted. This product was not returned to boston scientific as it is considered a patient owned device and patient consent was not received per section 72 (6) of the medical device implementation act (mpdg). No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A decrease from 25 to 16% battery remaining was noted in the last month. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A decrease from 25 to 16% battery remaining was noted in the last month. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service at this time. No adverse patient effects were reported.